Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the patient was evaluated for a tavr and although she did not reach the criteria for a valve in valve procedure, it is likely that she will require intervention in the future due to the significant deterioration of the valve. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a aortic valve is failing after an implant duration of 7 years, 2 months due to significant deterioration, patient prosthesis mismatch, severe stenosis, leaflet thickening, and regurgitation. The patient was evaluated for a valve-in-valve procedure. Per obtained medical records, the patient as admitted for advanced congestive heart failure due to organic heart disease. The patient was evaluated and her gradients across the valve were not severe. She was encouraged to continue medical rehab for now and have a repeated echo in 2-3 months. The patient did not reach the criteria for a valve in valve procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.